Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level over 400 mg/dl. The customer¿s mother reported three sensors failed. The customer had no symptoms. The customer did not treat the high blood glucose level. The customer¿s mother did troubleshoot the issue. The insulin pump will not be returned for analysis.